Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2020 the patient was implanted with an axsos right distal femoral lateral plate. It is further alleged that while at physical therapy the patient heard a "loud pop" felt immediate pain and fell. She underwent revision surgery on (B)(6) 2020 to replace the axsos right distal femoral lateral plate with a synthes right distal femoral lateral plate.